Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Femto is not an implantable device. Section d6b - explant date: not applicable. Femto is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor using a catalys system experienced a capsular tear in each of three patients after performing the catalys procedure on the same day. The patients are doing well. The doctor questioned whether the system had malfunctioned or behaved unexpectedly; however, after discussion, he confirmed that the capsulotomy was complete before the tears occurred. The customer agreed that it is difficult to attribute the issue to the laser. A request for the surgery report has been made. We learned through follow-up that the outcomes for all patients are good and that the event occurred in just one eye for each patient. No further information was provided. This issue occurred three time. A separate report is being submitted for the other events.